Event description:
It was reported that the device didn't attach firmly to the tibial 3¿ connector, when cutting the proximal tibial cuts the cuts were not horizontal, when the surgeon put the trial tibial implant and insert, the patella was not tracking well, upon rechecking on the cuts, it was noticed the cut wasn¿t parallel due to loosening of the block.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, insufficient documentation was provided, therefore a thorough medical investigation cannot be performed. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.